Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, far field oversensing of intrinsic right atrial (ra) signals on the left ventricular (lv) lead which lead to pacing inhibition on the lv lead was observed. Ts discussed possible causes with the hcp. At this time, the lv lead remains in service.

Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, far field oversensing of intrinsic right atrial (ra) signals on the left ventricular (lv) lead which lead to pacing inhibition on the lv lead was observed. Ts discussed possible causes with the hcp. At this time, the lv lead remains in service. Additional information was provided by the local field representative that reported the left ventricular (lv) lead exhibited high pacing thresholds in addition to the observed oversensing and pacing inhibition. The field representative noted that the patient reported having visited the emergency room (ER) shortly after experiencing diaphragmatic stimulation. The physician suspected the lv lead to have been dislodged. Troubleshooting efforts were performed and the lv lead was successfully reprogrammed. No additional adverse patient effects were reported. The lv lead remains in service. Subsequent additional information was received that reported, that a revision procedure was performed, this left ventricular (lv) lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Event description:
It was reported that the device clinic treating health care professional (hcp) called technical services (ts) for further review of the pacemaker presenting electrogram (egm). Upon review, far field oversensing of intrinsic right atrial (ra) signals on the left ventricular (lv) lead which lead to pacing inhibition on the lv lead was observed. Ts discussed possible causes with the hcp. At this time, the lv lead remains in service.additional information was provided by the local field representative that reported the left ventricular (lv) lead exhibited high pacing thresholds in addition to the observed oversensing and pacing inhibition. The field representative noted that the patient reported having visited the emergency room (ER) shortly after experiencing diaphragmatic stimulation. The physician suspected the lv lead to have been dislodged. Troubleshooting efforts were performed and the lv lead was successfully reprogrammed. No additional adverse patient effects were reported. The lv lead remains in service.